Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid colectomy procedure, a quarter of the anastomosis was not sealed due to malformed staples. Another device was used to complete the procedure. There was no patient consequence.